Manufacturer narrative:
Additional information a2, a3, h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(6) 2021, medwatch form received from the FDA. The user facility submitted medwatch 0700220000-2021-8037 for this event. Follow up for patient #2, female patient 36 years of age.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was still infusing even if oxytocin was clamped off. Pump was not alarming and the oxytocin had been running for few hours according to medication administration record (mar). The event occurred during patient infusion at the women's services lab unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.